Event description:
Additional information was received from the manufacturing representative. Rep confirmed patient had return of pain in november 2024. Patient denies any prior events that could of contributed to event. Rep was asked to clarified why it is believed the leads may need to be replaced at some point. Rep stated the doctor suggested that if additional lead fractures were discovered in the future then a replacement surgery may be required. Nothing has been planned at this time and the patient is receiving adequate therapy. Information was confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient (pt) experienced a return of pain / loss of efficacy.  The manufacturer representative (rep) met with the pt on (B)(6) 2025, and an impedance check was performed.  Contacts 12-14 had impedances around 25,000 ohms.  The rep reprogrammed around these contacts and restored adequate therapy to the pt's satisfaction.  The rep noted the leads are from a competitor, and it is believed that the leads may need to be replaced at some point but there is no plan to do anything as long as the pt has adequate therapy , which they do at this time.